Manufacturer narrative:
(B)(4). Batch #: unk. Investigation summary: an analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications.

Event description:
It was reported that during the sleeve gastrectomy procedure, the doctor pulled the stapler, loaded with a gold load and went fire it and it locked out. He pulled the stapler out and disposed of the staple and reload so then he got a new stapler and a green reload. The circular notice the traveling nurse tech forcefully loading the stapler and loaded it wrong. The surgeon put the staple into patient and open the jaws and the reload fell out. One reload fell. The surgeon went to retrieve the reload and took it out of the patient. When taking it out of the patient, they noticed the metal tray on the reload was bent and the plastic drivers started falling out into the patient. The surgeon collected all the pieces and completed the procedure. It was stated that it was user error. No patient harm.